Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with their pacemaker that exhibited far field r wave oversensing. The device was reprogrammed. No patient consequences reported.